Event description:
The reporter stated that a syringe became disconnected from the female luer of the device during use. There was no reported pt injury or treatment associated with this event.

Manufacturer narrative:
(B)(4). Device has been returned for evaluation. Once the device has been evaluated the manufacturer will file a f/u report detailing the results of the evaluation.